Event description:
It was reported that a 3998 lead was damaged during implantation. When gently inserting the silicon protecting tip over the distal end of the lead, right before connecting it with the extension, the silicon tip itself seemed to damage the lead connector. The silicon between the 4 distal connectors of the lead came off, revealing the internal wires of the lead. The lead was not implanted. There was no patient injury, and the patient outcome was reported as ok.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead (model: 3998, lot#: 0205597558), with contacts #4-7, found that the proximal end was stretched and pulled apart; this was attributed to surgical procedural error. Additional tests determined that there were no shorts between conductors and that the lead was functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.